Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). Troubleshooting was attempted to no avail. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. There were no patient complications.